Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. Imaging revealed the ipg had migrated over a nerve. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received confirmed the ipg was relocated into a different pocket on 06apr2022 to address this issue.